Event description:
The customer reported the hd autoclavable camera head picture is not displaying. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation- information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of picture not showing was not confirmed. However, the unit failed leak test due to puncture on the cable. In addition, the coupler base plate was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: e2, e3, g2, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It seemed like water got inside from the hole on the cable, destroyed electrical circuits, and caused communication failure between the video processor and the camera head. This was why an image was not displayed and many noise appeared on an image. The hole on the cable seemed to have occurred because the subject device was re-processed or stored together with tweezers, forceps, or scalpel. The instructions for use (IFU) states: do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. Olympus will continue to monitor complaints for this device.